Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, the device was not inflating properly. The cylinders appeared to be punctured. The device was replaced.

Manufacturer narrative:
This follow-up MDR is created to document the evaluation of the returned device. A titan pump, two cylinders and a reservoir were received for evaluation. Examination and testing of the returned components revealed two separations in each cylinder bladder. Testing revealed these to be sites of leakage. Microscopic examination of the surfaces revealed them to have a melted appearance, indicating contact with cauterizing instrumentation. The melted appearance was also noted on the inlet tube connector. Microscopic examination of the detachment surfaces of the inlet tube of the pump and inlet tube of the reservoir revealed them to be rough and irregular, indicating stress was exerted. No functional abnormalities were noted with the pump or reservoir. Minimal information was received as to the location of the reported malfunction. Based on examination of the returned product, it was concluded that the rough and irregular surfaces associated with the detachment ends of the inlet tube indicates that sufficient stress(s) may have been exerted on this tube near the reservoir to separate the site while in-vivo. A separation of this type would then allow the loss of fluid, making the device inoperable. Because these components were released according to manufacturing and quality control procedures, quality concluded that the observed instrument separations in both cylinder bladders occurred subsequent to the device packaging being opened. In addition, because the expected use of this device combined with the observed separations would have resulted in an earlier detected fluid loss, quality concluded that the separations most likely occurred during or subsequent to explant. The separations are not associated with the cause for failure. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformance's and capas revealed no trends for this lot.

Event description:
Additional information states that the observed inflation problem occurred in (B)(6) of 2019.